Event description:
International affiliate has informed us of an event that the user alleges one hour after tracheostomy tube placed they discovered cuff leakage. The hosp replaced the tube. The product was not tested before use per the instructions for use. No adverse outcome reported.